Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "battery discharged" is confirmed. The battery failed battery load test during complaint investigation. The pump shut off approximately 40 minutes when operating on battery power after a full charge. A definitive root cause could not be determined but a potential cause of the short battery life is a result of maintaining of the battery. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
There was no patient involvement. It was reported that the battery was discharged. As a result, the field service agent (fsa) replaced the battery.

Manufacturer narrative:
(B)(4).

Event description:
There was no patient involvement. It was reported that the battery was discharged. As a result, the field service agent (fsa) replaced the battery.